Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse initially replaced both the vsc ccc board and the ssc ccc board; however, the fse realized that the ssc ccc board had been installed in the incorrect ssc. The fse removed the new ssc board and reinstalled the old board in ssc1. The fse replaced the ccc board in ssc2 (the console showing faults); however, the errors persisted. Through further troubleshooting, the fse was able to narrow the fault to the left blue fiber port on ssc2. The fault does not appear when plugged into the right ssc2 port; however, it is constant when plugged into the left ssc2 port. The fse suspects a faulty fiber pigtail. The fse replaced the two blue fiber pigtail cables. The system was tested and verified as ready for use. Isi received the product involved in this complaint to perform a failure analysis; however, the failure analysis investigation has not been completed.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) about a 31089 fault and noted that one blue fiber port was not illuminated while two consoles were connected but only one console was functioning. The tse explained that the 31089 fault was related to the blue fiber connection and instructed the staff to clean and reseat the cable when clinically possible while the case continued. Later, the site called back after receiving another reboot prompt; after rebooting, a 40074 message appeared, but a subsequent reboot brought the system back up normally and the procedure continued, with technical support advising that the issue could recur. The procedure was completing as planned with no reported injury.